Event description:
It was reported that 1,000 bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced foreign matter in tube which was noted prior to use. The following information was provided by the initial reporter: black point.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/6/2020. H.6. Investigation: bd received 2 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1,000 bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced foreign matter in tube which was noted prior to use. The following information was provided by the initial reporter: black point.